Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer booted to the "unmountable boot volume" error with a blue screen and therefore the hard drive was replaced and reimaged. It was further noted that the display would not stay up and both lower hinges were replaced. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer's stylus would not calibrate. When the calibration was not successful, the service diskette was run but a message generated "unmountable boot volume." The programmer was unable to be used after that as the error would recur. The programmer was returned for service. There was no patient involvement.